Event description:
Caller states, the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on a comparison lab during a correlation study. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.